Manufacturer narrative:
The axiem power cable was returned for analysis and it was found that upon replacing this in the original system resolved the issue. Upon returning the cable for analysis the complaint was confirmed once again. This was determined to be the cause of the issue and upon replacing it, the system was fully functional once again. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that an orange line was received between axiem box and the navigation system. A different axiem box was tried with the system but the issue persisted. It was stated that in the emitter details, a message stating the system can not communicate with the box. Site used a different navigation system for upcoming case. There was no patient present when the issue occurred.